Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Regulatory agency reported a patient experienced "pain", "breast pain", "swollen lymph nodes" and "swelling in left breast", these implants were also recalled... Due to a link between these type of implants and bia-alcl, "systemic issues". The following events are not device related: "widespread chronic joint pain", "fever", "headaches", "skin problems", "symptoms of breast implant illness for many years". This records relates to left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported "pain", "breast pain", "swollen lymph nodes" and "swelling in left breast", these implants were also recalled due to a link between these type of implants and bia-alcl, "systemic issues". The following events are not device related: "widespread chronic joint pain", "fever", "headaches", "skin problems", "symptoms of breast implant illness for many years". This records relates to left side. Device remains implanted.